Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having problems with connecting with their ins and clarified this was due to getting poor communication. The patient reported on call getting poor communication with and without use of antenna cord. They reported they did not feel like their ins was active, as they reported they were having a lot of trouble with holding their urine, so they were not getting symptom management and reported they were not feeling stimulation. Reviewed eos (end of service) considerations and redirected patient to healthcare provider to check ins battery status. The patient provided event date as it had been around a month ago when it started acting up. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they were needing to get an MRI of the brain but were not able to at the moment because they could not get their patient programmer to communicate with the implant. They just kept seeing poor communication when using the antenna. They were getting 50% reduction in symptoms and had not really noticed a change in symptoms recently. They had been having trouble communicating for over a week now. They were walked through communicating with and without the antenna attached and continued to see poor communication. The patient confirmed they were using regular alkaline batteries. They did mention feeling a little tingling sensation near their colon and also mentioned they had radio frequency done about a week ago as well. They stated that at that time, they just saw poor communication as well. The issue was not resolved through troubleshooting. An email was sent to the repair department. It was reviewed with the patient that if the issue did not resolve, they would need to go back to their doctor to have the device checked.

Manufacturer narrative:
Concomitant medical products: product ID 3037, lot#/serial (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they had a replacement was scheduled on the (B)(6) 2021. Patient also stated that they had and MRI and that the replacement was due to normal battery depletion. No further complications were reported/anticipated at this time.